Manufacturer narrative:
The device was manufactured august 18, 2016 ¿ august 20, 2016. The device was received for evaluation without fluid in the bladder because the customer had cut the tubing line to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the device with water. During and after fill, no evidence of a leak was observed from the fill port or other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the fill port of a large volume infusor. This occurred after filling with 0.9% sodium chloride solution in fluorouracil to a total fill volume of 285ml. There was no patient involvement. No additional information is available.